Event description:
On (B)(6) 2022, this male peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (porn). The patient was seen in the pd clinic for a routine visit on (B)(6) 2022. The patient's lab draw resulted with an elevated white blood cell (wbc) count (value not provided). The patient was sent to the hospital and admitted with a diagnosis of peritonitis. The patient's antibiotic regimen is unknown. The patient had his pd catheter (not a fresenius product) pulled (date unknown) and was transitioned to hemodialysis (hd). The culture results were unknown as they were pending results from the pd catheter tip. The suspected cause of the peritonitis is a breach in aseptic technique. The patient told hospital staff that his puppy had been chewing on his dialysis lines. No additional information pertaining to the hospitalization was available. The patient was discharged to a rehabilitation facility on (B)(6) 2022. Upon discharge from the rehab center, the patient will be transferred to a new dialysis center closer to his home for in - center hd therapy. It is unknown if the patient will return to pd therapy. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)